Manufacturer narrative:
It was reported that a patient underwent a non-ischemic ventricular tachycardia ablation and the patient experienced cardiac perforation that required pericardiocentesis and surgery. An effusion was noted while performing routine imaging with the soundstar catheter during ablations. There were no patient symptoms. A pericardiocentesis was performed (more than 900 ml fluid removed). The patient was transferred and had (cardiothoracic) CT surgery. The physician stated that it looked like it was coming from the right ventricles; however, the perforation was located in the left ventricle. The patient fully recovered after extended hospitalization due to surgery. The physician's opinion on the cause of the adverse event was patient condition. There was no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31353660l, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event was patient condition. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a non-ischemic ventricular tachycardia ablation and the patient experienced cardiac perforation that required pericardiocentesis and surgery. An effusion was noted while performing routine imaging with the soundstar catheter during ablations. There were no patient symptoms. A pericardiocentesis was performed (more than 900 ml fluid removed). The patient was transferred and had (cardiothoracic) CT surgery. The physician stated that it looked like it was coming from the right ventricles; however, the perforation was located in the left ventricle. The patient fully recovered after extended hospitalization due to surgery. The physician's opinion on the cause of the adverse event was patient condition. There was no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).